Event description:
The customer reported that: "at the end of an operation on a 23-year-old patient for a right-sided tibia nail (open fracture following mva), the screwdriver broke when the surgeon tried to extract a plug which had become stuck in the nail. Unable to fit a second plug, the second screwdriver became dislocated. No plug could be fitted. All screwdriver parts were recovered and checked by the surgeon. Longer operating time (30 min). No other consequences for the patient. Risk of foreign body loss in the surgical site."

Manufacturer narrative:
After gathering additional information, it was noted that this report is a duplicate of report # 0009610622-2023-00414. Therefore, this record is deemed non-reportable.

Manufacturer narrative:
Please note corrections to sections d9/h3, the device was not returned; and h6 (component code). The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "at the end of an operation on a 23-year-old patient for a right-sided tibia nail (open fracture following mva), the screwdriver broke when the surgeon tried to extract a plug which had become stuck in the nail. Unable to fit a second plug, the second screwdriver became dislocated. No plug could be fitted. All screwdriver parts were recovered and checked by the surgeon. Longer operating time (30 min). No other consequences for the patient. Risk of foreign body loss in the surgical site."

Event description:
The customer reported that: "at the end of an operation on a 23-year-old patient for a right-sided tibia nail (open fracture following mva), the screwdriver broke when the surgeon tried to extract a plug which had become stuck in the nail. Unable to fit a second plug, the second screwdriver became dislocated. No plug could be fitted. All screwdriver parts were recovered and checked by the surgeon. Longer operating time (30 min). No other consequences for the patient. Risk of foreign body loss in the surgical site."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.